Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the kit inspection, the device had already exploded inside the sterile package, when the customer opened the outer package. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for (B)(4), lot number: z000010702, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital that the batteries had ruptured inside of the sterile packaging. On 03 december 2018, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the batteries had ruptured inside of the packaging. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the batteries in the 00515048201 packaging had ruptured, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.